Manufacturer narrative:
Product event summary: analysis confirmed the reported start up issue; power supply found broken. Analysis also found the printer made a rattling sound (worn out) and system error was found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a staff member switched programmer on but screen was blank. The programmer was switched off and on. There was smoke coming from the rear and a burning smell. Power cable was removed immediately. The programmer was returned for service. No patient complications have been reported as a result of this event.